Manufacturer narrative:
The investigation for the reported issue has been completed. Data review: console logs were consistent with what was reported in the complaint. An instance of battery failure (transport connection blown/missing) alarm [event set #360] was observed in the imc logs. Device analysis: console was tested after arriving in field service. The reported battery failure was able to be reproduced while testing this console on an engineering lab bench. Batttest results revealed that both of the batteries in the console were fully depleted. The battery failure alarm resolved after swapping out both batteries with known good ones. Conclusion: the root cause of the battery failure was identified as depleted batteries resulting in battery lockout. H6 investigation type, findings and conclusions.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that an impella ecp was about to be placed for use with a console when there was an observation made of a battery failure. The impella ecp was used on a new, second console without harm or injury. The console malfunction/battery failure is reportable despite the impella ecp software and pump not being fully marketed for release.